Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 14 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.